Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported aviva system 1 results: 11:42 p.m. Reading was 458 mg/dl 11:43 p.m. Reading was 94 mg/dl 11:47 p.m. Reading was 250 mg/dl 11:47 p.m. Reading was 62 mg/dl. Customer changed to another vial of strips with the same lot number, aviva system 2, and at 11:56 p.m. Reading was 114 mg/dl. No adverse event reported. A request was made for the return of the meter and strips.